Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching, and damage at implant. The analyst commented that the lead was received without package and with the helix was fully retracted. Visual inspection found the outer insulation distorted/k inked/buckled and blood on helix, leading to a conclusion that the lead was damaged at the implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure to implant the lead, the lead's helix electrode was noted as being already extended while the lead was still in its packaging. The lead was not implanted, and a different lead was chosen for use. No patient complications have been reported as a result of this event.